Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during meniscus repair procedure, the ultra fast fix t1 and t2 were deployed at the same time. The ts were successfully removed. No significant delay and a back up was available to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3,h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection revealed that the device was returned without the split cannula, but the cut depth limiter was attached. There was a slight bend in the shaft of the device. T1 had been deployed, but t2 was in its anticipated place in the needle, as the actuator had not been advanced. A functional evaluation revealed that the manual actuator could successfully push t2 to the end of the needle for deployment. T2 could then be deployed by applying pressure behind the anchor. The slip knot functioned as intended. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: prior to use, inspect the device to ensure it is not damaged. Do not use a damaged device. Read these instructions completely prior to use. Under certain circumstances immobilization by external support should be employed. Delivery instrumentation is required for proper placement of the implants for optimal surgical result. Do not bend delivery needle. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.